Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive was used. A week following the procedure, the patient was complaining about skin irritation and redness. The remaining amount of topical skin adhesive was removed with petroleum and the patient was discharged. Additional information has been requested.